Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen was worn off and it was harder to read, had been changing batteries every 7 days, had rejected batteries, rewind and priming was slower than before, had no delivery alarms and buttons were harder to push and had to push multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.